Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed at the distributor. The reported problem (response buttons do not activate) was confirmed. Upon investigation the rear response buttons was not functional. The root cause for the defective response button was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's response buttons would not activate a monitor.